Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor seized, jammed and was moving heavy on the compact air drive device. It was further determined that the device failed pretest for check starting behavior, check the power with test bench: minute 110 to 160 watt, check for excessive noise, check for untrue running, check triggers for forward/reverse mode, check function of soft mode switch (safety system), check for air leak, check air hose coupling, check reverse locking mechanism, check attachment coupling with attachments, check the attachment coupling and general condition. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The manufacturer location was documented as unknown in the initial report. The location has been updated to oberdorf contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 8/28/2000. The UDI has been updated accordingly. Correction: device evaluation update: upon further review of the device investigation, it was determined that the assignable root cause was inadvertently documented as wear from normal use and servicing in the initial report. The correct root cause is premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.